Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The product was returned and evaluated. Pump was returned for investigation. No physical abnormalities were observed. The pump passed the laser continuity test for the optical line. The pump read all 5s parameters within the range. The pump was further tested in a pressure environment to check if the optical sensor could hold the pressure, and it passed the pressure test. The pump was run per specifications in a bucket of water. Data log shows the signal-to-noise ratio (snr) drop to below 2500 from 6000 after 30 minutes of case run while running on steady p-level p7, with a loss in placement signal and placement signal not reliable (psnr) alarm. This trend of snr and placement signal returned to normal at the end of the case while the pump was set to a lower p-level. Imc logs were not available to review any other console-related abnormalities. No abnormalities were reported on the previous pump utilized on the same console. The cause of the optical signal issue was not determined since no abnormalities were reported on returned product and sufficient clinical information was not provided. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that a placement signal not reliable alarm appeared during impella cp support. Position was confirmed via echocardiography, and the alarm subsided at p7. Support continued uninterrupted. There was no reported patient harm.